Event description:
Info received indicates, the head up function is not working with the siderail buttons or manually.

Manufacturer narrative:
The technician isolated the issue to a sticking head up valve. He replaced the head up valve to repair the bed.